Manufacturer narrative:
Approximate age of device ¿ 2 years and 4 months. A direct correlation between the device and the reported gi bleeding could not be determined through this evaluation as the pump remained in use at the time of the event. The heartmate ii lvas instructions for use lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) for severe systolic heart failure. It was reported that the patient was admitted to the hospital on (B)(6) 2015 with an episode of syncope. The patient was found to have a supratherapeutic international normalized ratio that peaked at 8.0 with gastrointestinal (gi) bleeding. The patient is a (B)(4)and refused blood transfusions. The patient was taken off all anticoagulation due to previously unreported episodes of recurrent gi bleeding and acute blood loss anemia leading to hemorrhagic shock. On (B)(6) 2015, the patient¿s hemoglobin was 2.8 g/dl. She was treated with IV epogen, venofer, nexium and octreotide. The lvad was interrogated and there were no events noted. A routine transthoracic echocardiogram found the septum was midline and there was mild aortic insufficiency. No lvad issues were reported. The patient was dyspneic on room air and received lasix. The patient¿s bleeding site was reported to be duodenal diverticulum that was treated with interventional radiology embolization. By (B)(6) 2015, the patient¿s hemoglobin had trended up to 5.6 g/dl. No additional information was provided.

Manufacturer narrative:
Approximate age of device ¿ 1 year, 4 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.